Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the investigation results, the root cause could not be identified. However, it is likely that a temporary instability in the facility's power supply, triggered by some factor, resulted in the resumption of monitoring, the detection of internal buffer errors, and the breakdown of the scope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite video system center image suddenly became dark and presented an unspecified internal buffer error code during preparation for use. It was confirmed the patient was not under anesthesia, therefore, there was no patient involvement. The issue was resolved and caused a ten minute delay, however, the therapeutic endoscopic retrograde cholangiopancreatography procedure was completed with the same device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer allegation was not confirmed as neither of the events were reproduced. However, the evaluation did identify the following non-reportable malfunction: battery drain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.